Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in-clinic, the device went into backup vvi during a cybersecurity update. The patient experienced shortness of breath during the backup vvi. A device restoration was performed successfully. The patient felt a lot better and will continue to be monitored routinely.